Event description:
It was reported that a flow regulator set had an inaccurate flow rate. The reporter stated that there was a ¿40% variance between drips and flow.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This occurred during patient infusion of an unknown antibiotic solution using a gravity feed for delivery. The antibiotic was described as one the facility normally infused and not viscous or thicker. Should additional relevant information become available, a supplemental report will be submitted.